Event description:
It was reported that removal difficulty was encountered with the balloon catheter. The 50% stenosed target lesion was located in an anterior tibial artery. A v-18, 300cm, 8cm poly tip guidewire was used with a 4x100mm sterling balloon catheter. However, when pulling out the wire, the resistance was felt and could not pull out the wire. The physician had to remove the guidewire with sterling balloon catheter as one unit. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation at 65.5cm distal of the strain relief. The distal portion of the device was missing. There was contrast in the inflation lumen, and blood in the guidewire lumen. There was a guidewire in the device. It was removed without issue and sent for further testing. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that removal difficulty was encountered with the balloon catheter. The 50% stenosed target lesion was located in an anterior tibial artery. A v-18, 300cm, 8cm poly tip guidewire was used with a 4x100mm sterling balloon catheter. However, when pulling out the wire, the resistance was felt and could not pull out the wire. The physician had to remove the guidewire with sterling balloon catheter as one unit. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation at 65.5cm distal of the strain relief. The distal portion of the device was missing. There was contrast in the inflation lumen, and blood in the guidewire lumen. There was a guidewire in the device. It was removed without issue and sent for further testing. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that removal difficulty was encountered with the balloon catheter. The 50% stenosed target lesion was located in an anterior tibial artery. A v-18, 300cm, 8cm poly tip guidewire was used with a 4x100mm sterling balloon catheter. However, when pulling out the wire, the resistance was felt and could not pull out the wire. The physician had to remove the guidewire with sterling balloon catheter as one unit. The procedure was completed with another of the same device. No patient complications were reported.